Event description:
A facility reported that a dialysis treatment had been interrupted and recirculation of the pt's blood had just been initiated when a high alarm occurred. The facility alleges the blood pump continued to run when it should have stopped. The arterial bloodline disconnected from the dialyzer. It was noted that the dialyzer had clotted. Estimated blood loss was approximated at 270ml. No medical intervention was taken. The pt's treatment was restarted with a new dialyzer and bloodlines, on a new machine. The machine was removed from the treatment area for inspection by the MFR rep. The described event could not be duplicated and the machine was returned to the MFR.

Manufacturer narrative:
MFR could not duplicate the reported problem.